Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient left extension was fractured. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the extension was explanted and replaced to address the issue. It is unknown which extension was fractured.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 components; however, it is unknown which component; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 50cm, b, model: 6371ns, UDI: (B)(4), serial: (B)(4), batch: 6994767.